Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that the tip of the harmonic ace instrument was broken. The customer used a backup instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found before use. There was no fragment falling while the instrument was used within a patient. The patient did not return to the hospital due to any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip of the harmonic ace instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad missing off the pad. This failure is typically associated with mishandling/misuse. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.